Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the circumflex vessel with heavy tortuosity and heavy calcification. Pre-dilatation was performed, and the 2.5 x 23 promus stent delivery system (sds) was advanced, but could not cross to the lesion. A double-wire technique was used for support, and additional dilatation was performed, but the device was still unable to cross the calcified area of the vessel. During removal, resistance was noted with the vessel. After removal it was noted that the stent struts were crushed. A new xience v stent and voyager nc balloon were used to complete the procedure. There were no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: route, rinato. Guide cath: terumo 6f il 3.5 5fst. Factors that can contribute to resistance when removing the stent delivery system (sds) include, but are not limited to, damage to the sds, anatomical conditions, damage to the stent or interaction with the guiding catheter. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent delivery systems are 100% visually inspected online for stent damage. The device was not returned for analysis. The anatomical conditions reported were heavy tortuousity and heavy calcification which appears to have contributed to the failure to cross and stent damage. A double wire technique was used for additional support which may have contributed to the resistance during removal of the sds. In this case, the reported difficulty to remove, failure to cross and stent damage appear to be related to the operation context of the procedure. A review of the lot history record for the reported lot revealed no associated non-conforming material records. Additionally, a query of the complaint handling database was performed and revealed no other related incidents reported for this lot. In summary, based on this investigation, there is no indication of a product quality deficiency. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.